Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient data missed match. Patients continued to appear in the system after discharge, and some patients were displayed in the system even though they were not located on the respective unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, email sent to the customer requesting more information. No responses were received customer. Additional information was added to the record if and when it was received.